Event description:
Patient implanted with a spiral blade, nail and 3 locking screws for a right hindfoot fusion on an unknown date. Approximately 6-8 weeks post-implantation, x-rays showed the spiral blade backing out. On (B)(6) 2012, all hardware was removed and discarded. Patient was not revised to any additional hardware. It is unknown if the patient achieved fusion. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.